Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2018 with the following findings: the black box showed evidence of voltage drops resulting in battery alarms and battery alarms following reboot events on the complaint date. The pump intermittently powered on with the returned battery cap. Evidence of moisture contamination on the underside of the battery cap ground spring was observed. A test battery cap was used for all testing. The battery cap was unable to fully tighten. A battery compartment crack was observed from the thread area to the case seal. Evidence of moisture contamination was seen inside the battery compartment. In addition, the cartridge compartment was damaged along the top of the compartment. The cartridge cap was able to be fully secured. Current draws were found to be within specifications; a leak test showed a leak at the battery compartment crack. The pump cover was removed. Evidence of additional moisture was found inside the pump on the battery canister. A "battery life" issue was not duplicated during investigation. An "intermittent power" condition due to battery cap/compartment moisture contamination and damage was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged the battery compartment was cracked with moisture in it. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.